Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed incoming testing, specifically the te recognition test. The cause for the test failure was isolated to open ECG connection inside ECG a. The root cause for the open wire was an improper solder joint connecting the pulse wires inside ECG a. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages.